Event description:
It was reported that the patient alleges the bolus recommendations provided by the blood glucose monitor are not accurate due to the device not showing active insulin after boluses. No adverse event was reported. The blood glucose monitor was requested to be returned for product evaluation.

Manufacturer narrative:
The event occurred in (B)(6).